Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that an alert for out of range pacing impedance appeared for the right ventricular (rv) lead channel of this implantable cardioverter defibrillator (ICD). Technical services (ts) reviewed the reports and could not determine if it was high or low. Reports show that the device exhibited high out of range pacing impedance at a later date. The physician stated they would have the patient report to the clinic. The device remains in use. No adverse patient effects were reported. Additional information indicates that this device was explanted and replaced. No additional adverse patient effects were reported. The device is not expected to be returned for analysis.

Event description:
It was reported that an alert for out of range pacing impedance appeared for the right ventricular (rv) lead channel of this implantable cardioverter defibrillator (ICD). Technical services (ts) reviewed the reports and could not determine if it was high or low. Reports show that the device exhibited high out of range pacing impedance at a later date. The physician stated they would have the patient report to the clinic. The device remains in use. No adverse patient effects were reported.

Event description:
It was reported that an alert for out of range pacing impedance appeared for the right ventricular (rv) lead channel of this implantable cardioverter defibrillator (ICD). Technical services (ts) reviewed the reports and could not determine if it was high or low. Reports show that the device exhibited high out of range pacing impedance at a later date. The physician stated they would have the patient report to the clinic. The device remains in use. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.